Event description:
It was reported that during an unrelated surgery in (B)(6) 2024, a stroke protocol was initiated by the healthcare provider. While the healthcare provider initially stated the patient was okay, the family disagreed and expressed concern about potential brain damage. Another healthcare provider later ordered an MRI of the patient¿s brain to investigate suspected stroke-related symptoms, including forgetfulness initially attributed to aging. The caller reported difficulty scheduling the MRI because the patient has an implantable neurostimulator (ins). The agent informed the caller that MRI facilities can contact technical services to confirm if they have the appropriate MRI equipment. The caller was redirected to the patient¿s healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.